Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. It was reported by caregiver, the customer was unable to power on the adc device by button and/or by test strip and was unable to obtain glucose levels, resulting in customer experiencing hypoglycemia and delusion. The customer was unable self-treat and paramedics were called who gave the customer a glucose pill and transported the customer to a hospital where they received glucose subcutaneously as well as intravenously for twelve (12) hours. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader/meter (B)(6) has been returned and investigated. Visual inspection has been performed on reader/meter and no issues were observed. In addition, it was found that the reader/meter turns with button press as well as with strip insertion. The issue was cannot be confirmed. The useful life of the freestyle freedom lite meter is five (5) years. As the manufacturing date of this product is 26-dec-2018, it has been in distribution beyond its useful life as of the date of event (01-may-2024). All pertinent information available to abbott diabetes care has been submitted.